Event description:
The surgeon reported that the rasps are becoming loose in the rasp handle rendering them unstable. There was no adverse consequence for the pt or delay in surgery or anesthesia time.